Manufacturer narrative:
(B)(4). The complainant indicated that the device will be serviced on site and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that an auriga xl 4007 laser console was used in a flexible ureteroscopy procedure performed in the kidney on (B)(6) 2020. According to the complainant, during the procedure, it was noted that the laser console had an issue relating to power performance. The laser fiber was attached and all settings were checked. When the surgeon pressed the foot pedal there was no energy released. Two additional laser fibers were opened and the same issue occurred due to the footswitch not working. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.